Manufacturer narrative:
Head end lift motor.

Event description:
It was reported by service report that the head end lift motor lost limits due to the head end left assembly bolt being loose. There was no pt involvement, however, there was adverse consequences reported.